Manufacturer narrative:
During investigation, it was identified that the event date was (B)(6) 2024 and this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-03076. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the flexvision pc failed to bootup. No harm to the patient or user was reported. Philips has started an investigation of this complaint.